Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, an open reduction was performed on an unknown date due to a dislocated hip from a fall. No revision has been reported. Additional information received indicated the patient fall causing the dislocation was not due to product implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, an open reduction was performed on an unknown date due to a dislocated hip from a fall. No revision has been reported.